Event description:
International affiliate reports that order to treat t10 fracture, the patient was implanted with expedium devices on (B)(6) 2011. After experiencing osteoporotic fracture, the patient had to be revised. No definitive information has been received to indicate that the depuy spine devices caused or contributed to the event. However, information is limited at this time and a medwatch report is being filed to document this event. See mfg medwatch report# 1526439-2012-00081 for the second polyaxial screw that was involved in this event.

Manufacturer narrative:
No conclusions can be made. No definitive information has been received to indicate that the depuy spine devices caused or contributed to the event. Also, the polyaxial screw is not available for evaluation at this time. It was reported that the device may be available in approximately five months. At this time, the complaint is considered to be closed. The complaint will be reopened if/when the polyaxial screw is returned for evaluation. Device is not available at this time.